Event description:
This is the third of three reports involving an osvii lp three piece shunt sys (909702p) [same user facility, different pts]. It was reported that the pediatric pt "overdrained". The pt needed add'l surgery to have the osvii shunt removed and a medium pressure valve put in its place. Add'l clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.